Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited oversensing with deep breathing. Programming changes were made and resolved the myopotential oversensing. The patient would continue to be monitored.